Event description:
It was reported that using an unspecified artery access approach during a procedure of the unspecified vessel the 2.75 x 15 mm multilink 8 stent delivery system (sds) was advanced but became stuck in the vessel calcification proximal to the lesion. The sds was removed from the anatomy with some resistance noted. Outside the anatomy the stent strut was noted to be flared. The device was not used again. The percutaneous coronary intervention (pci) was completed without implanting a stent. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no associated non-conformances that would have caused or contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.